Manufacturer narrative:
The femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface. However, the failure cannot be confirmed as the device was not returned for investigation and loosening or femoral positioning issues could not be confirmed on the provided ap radiograph. Inclusion of the implanted polyethylene tibial insert in the packaging recall may have been a contributing factor to the reported revision.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 4777849 02-022-35-3011 - truliant tib imp ps insert sz 3 11mm. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 4736629 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. 4847377 200-07-32 - advanced patella 32mm 3 peg implant. 4907017 204-34-02 - fluted stem extension 25l x 14 mm. 4909664 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 66 yo female patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 11 months post the initial procedure. The patient complained of pain. A loose femur and recalled poly were indicated for the revision procedure. The patient was revised to a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No device returns anticipated, due the recall, the hospital will not release them. An x-ray and device images were provided. No additional patient details or history provided. No further information.